Event description:
An optometrist reported dry eye with spk (superficial punctate keratitis), observed for a patient that had undergone lasik surgery. Patient was stated to have had dry eye with spk preoperatively, and was noted postoperatively for both eyes at one week, one month, two months, and three months. Reporter stated patient was using dry eye therapy, including artificial tears, cyclosporine solution, omega 3 supplements and fluorometholone drops. Further information has been requested. This is the first of two reports, for this patient, and will reference the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).